Event description:
The facility's biomedical engineering department returned the device for service. During testing, baxter service technician reported that the device underdelivered. According to biomed, no patient injury has been reported with this device.